Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the manometer needle on an rd900 neopuff infant resuscitator was sticking. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned neopuff was visually inspected for damage and the manometer was tested in accordance with the applicable manuals. Results: there was no evidence of physical damage to the neopuff. The manometer needle was set to zero per the manual. The calibrated manometer functioned properly during testing. Conclusion: the neopuff operating manual instructs the user to carry out a set-up procedure "prior to every use of the neopuff to ensure that the device is functioning correctly". The set-up procedure states the user must "check manometer reads zero with no gas flow. If not, the manometer requires calibration" per the technical manual. When the manometer had been calibrated, it operated properly and was giving accurate readings when compared to a precision pressure transducer. No fault was found with the complaint device. Fisher & paykel healthcare zeroes the neopuff manometers during production and tests each manometer for accuracy. As the manometer needle was not reading zero when the device was received, it is likely that the device was subjected to a substantial impact during transport or set-up. As the device had been returned to fisher & paykel healthcare for evaluation, the hospital had been provided with a new device.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the manometer needle on an rd900 neopuff infant resuscitator was sticking. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint neopuff has not yet been received by fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the device and completion of our investigation.